Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 8:30 pm due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 274 mg/dl at time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that the drive support cap was flush. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The test blood glucose meter communicated properly with the pump at 7:51 am on (B)(6) 2017. The test value of 155 mg/dl from the meter was properly displayed on the pump screen. No pump/meter communication anomaly noted during testing. Drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.